Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m161563 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m161563, test base part number 190-430 / lot:m161563. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m161563 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal swab (mentip 1px1503p). On (B)(6) 2021 pcr confirmation testing (cobas z480 roche) with nasopharyngeal swab generated a negative result. Customer stated she was symptomatic, she had no fever but had difficulty in breathing. The customer reported the patient experienced delay in treatments for her primary disease due to the test results. Additionally, the customer reported there was a delay in treatment for heart failure for 2 days.